Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized from (B)(6) 2018 due to diabetic ketoacidosis with a high blood glucose level of 500¿s mg/dl. The customer¿s reported blood glucose level was 202 mg/dl. The customer reported that they were treated with insulin drip at the hospital. The customer reported that they experienced nausea, vomiting and felt dehydrated due to high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer declined troubleshooting. The customer reported that the insulin pump was not on auto mode. The insulin pump will not be returned for analysis.